Event description:
Customer reported he was hospitalized due to high blood glucose. Customer stated his blood glucose was having issues all day with highs and his daughter who is a doctor informed him to go to the emergency room. Customer called paramedics and was hospitalized and then sent to rehabilitation. Customer had a mild heart attack due to high blood glucose. Customer was reporting the insulin pump kept alarming no delivery during bolus. He changed the entire set and within 20 minutes the device alarmed again. Customer does not recall blood glucose level. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.